Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum. Customer loaded a new cartridge to address the issue. Customer's blood glucose was 500 mg/dl. Customer administered a correction bolus via the pump, replaced infusion set as well administered a manual insulin injection to address elevated blood glucose level.